Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date- added d4 gtin - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned deployed inside of the microcatheter hub/shaft and removed during investigation. The subject stent was noted to be deformed. The stent delivery wire (sdw) was intact. The subject stent introducer sheath was not returned. During the functional inspection, the reported codes ¿stent difficult/unable to transfer¿, ¿stent deployed prematurely during transfer¿ and ¿stent deployed prematurely during use¿ could not replicated but can be confirmed based on the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported codes ¿stent difficult/unable to transfer¿, ¿stent deployed prematurely during transfer¿ and ¿stent deployed prematurely during use¿ could not replicated but can be confirmed based on the condition of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after the microcatheter was properly positioned, resistance was encountered when the delivery wire of the subject stent was advanced into the hub of the y-valve. During repeated adjustments, the subject stent was accidentally deployed at the proximal end of the microcatheter, with the subject stent remaining at the proximal end of the microcatheter, half of it inside the lumen of the microcatheter, while the rest of the delivery system was withdrawn. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was received, and the subject stent was confirmed to be prematurely deployed partially within the hub of the microcatheter and partially within the proximal end of the microcatheter shaft. The stent delivery wire (sdw) was noted to be kinked and there was deformation noted to the subject stent. It is probable that the subject tent was prematurely deployed due to the introducer sheath not being optimally seated into the hub of the microcatheter or due to an under tightened rhv causing movement of the introducer sheath within the hub during the transfer attempt, this is evident from the kinking noted to the stent delivery wire (sdw) and deformation noted to the subject stent. An assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to transfer¿, ¿stent deployed prematurely during transfer¿ and ¿stent deployed prematurely during use¿ and to the analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure that when the subject stent was advancing into the hub of microcatheter, there was resistance. During repeated adjustments, the subject stent was accidentally deployed at the proximal end of the microcatheter, and the other part of subject stent remaining at the proximal end of the microcatheter, half of it inside the lumen of the microcatheter, while the rest of the delivery system was withdrawn. Subsequently, the physician replaced with a new stent and microcatheter which was successfully delivered and deployed. The procedure was completed with no clinical consequences to the patient.

Event description:
It was reported during the procedure that when the subject stent was advancing into the hub of microcatheter, there was resistance. During repeated adjustments, the subject stent was accidentally deployed at the proximal end of the microcatheter, and the other part of subject stent remaining at the proximal end of the microcatheter, half of it inside the lumen of the microcatheter, while the rest of the delivery system was withdrawn. Subsequently, the physician replaced with a new stent and microcatheter which was successfully delivered and deployed. The procedure was completed with no clinical consequences to the patient.